Manufacturer narrative:
H6: investigation summary: after further evaluation of the complaint, it has been determined that the MDR 1213809-2020-00926 is a duplicate of 1213809-2020-00922 this supplemental is to cancel MDR 1213809-2020-00926.

Event description:
It was reported that 5 boxes of bd syringes with the luer-lok¿ tip were "oily/greasy" inside the shafts. The following information was provided by the initial reporter: "there is an issue with this shipment of syringes. All 5 boxes we received are oily/greasy inside the shaft. We did test these syringes and our results are coming pretty bad. We cannot use these syringes."

Event description:
It was reported that 5 boxes of bd syringes with the luer-lok¿ tip were "oily/greasy" inside the shafts. The following information was provided by the initial reporter: "there is an issue with this shipment of syringes. All 5 boxes we received are oily/greasy inside the shaft. We did test these syringes and our results are coming pretty bad. We cannot use these syringes.".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 boxes of bd syringes with the luer-lok¿ tip were "oily/greasy" inside the shafts. The following information was provided by the initial reporter: "there is an issue with this shipment of syringes. All 5 boxes we received are oily/greasy inside the shaft. We did test these syringes and our results are coming pretty bad. We cannot use these syringes."